Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: there were unexplained pump reboot events observed in the pump's black box. The battery compartment was found to be cracked and moisture corrosion was present. The battery cap had stripped threads and was unable to maintain an electrical connection. A test battery cap was used and the pump was exercised for 24 hours with no issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.